Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that venflon pro safety 18ga 1.3mm od 32mm l leaked. The following information was provided by the initial reporter: "cannula of the infusion leaks at the insertion opening (transition from system to cannula). Person had to be pricked again because of this."

Manufacturer narrative:
H.6. Investigation: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. A device history record could not be evaluated as the lot number is unknown. The complaint could not be confirmed and the root cause is undetermined. H3 other text : see h.10.

Event description:
It was reported that venflon pro safety 18ga 1.3mm od 32mm l leaked. The following information was provided by the initial reporter: "cannula of the infusion leaks at the insertion opening (transition from system to cannula). Person had to be pricked again because of this."